Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2016) is considered to be a best estimate. Updated fields: a2, b3, b4, b5, b7, d3, d4, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventralight st mesh (device 1). An additional supplemental emdr was submitted to represent the bard/davol ventralight st using echo ps (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified two bard/davol ventralight st meshes on (B)(6) 2017 and (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2017 - patient was diagnosed with incisional hernia thereby underwent laparoscopic repair with implant of ventralight st (device 1). Per op notes, ¿adhesions were noted and lysed. The hernia defect was noted and reduced. The sac contained omentum was reduced. A ventralight st (device 1) was placed and secured using sutures. The mesh was tacked circumferentially using sorbafix tacker.¿ (B)(6) 2022 - patient was diagnosed with recurrent incisional hernia and abdominal pain thereby underwent laparoscopic repair with implant of ventralight st using echo ps (device 2). Per op notes, ¿adhesions were noted to the prior mesh (device 1) was taken down. The recurrent hernia sac was identified and reduced. A ventralight st using echo ps (device 2) was placed and secured using sutures. The mesh was tacked circumferentially.¿

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified two bard/davol ventralight st meshes on (B)(6) 2017 and (B)(6) 2022. As reported, the patient is making a claim for an adverse patient outcome against the both devices. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient. The patient's attorney alleges that the patient had subsequent surgical intervention; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralight st mesh (device #1). An additional emdr was submitted to represent the bard/davol ventralight st mesh (device #2). Should additional information be provided, a supplemental emdr will be submitted. Device not returned.